Event description:
It was reported that during a taxus liberte stent placement, the pt2 guidewire was caught in the stent strut and broke off in the lad. The lesion being treated was non calcified, non tortuous, ~75% stenotic eccentric lesion. After one hour, the tip was removed with a snare. The patient outcome as noted as "the patient was discharged the next day, condition was stable with no complications."

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.